Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw fractured inside the implant. The implant had to be removed. Tooth site 4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One abutment screw and one implant were returned for investigation. Visual evaluation of the as returned products identified signs of use and the implant was returned with an unknown tool stuck inside. A fractured screw inside the implant could not be verified since the tool was stuck in the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The fractured screw could not be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.